Event description:
The daughter of an (B)(6) old male patient called in to zoll lifecor customer support to report trouble with charging the patient's battery. The patient's daughter also reported that the battery would not power on the monitor. Support issued the patient a replacement battery pack.

Event description:
The customer reported an intermittent internal paddles connection to the device.

Event description:
Caller reports lancet is protruding from multiclix device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported via trial that after rx acculink stent placement in the left internal carotid artery and during post stent dilatation with a non-abbott .018 balloon dilatation catheter, the balloon engaged the stent resulting in a folding of the proximal end of the stent. A second unplanned stent was deployed overlapping the proximal end of the stent. Reportedly, the physician felt the problem could possibly have been avoided by using a .014 balloon dilatation catheter instead of the .018. There was no adverse patient sequela. One day post-procedure, the patient was discharged to home. There was no additional information provided.

Manufacturer narrative:
Technical support attempts to contact the original complainant to collect this information were not successful.